Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump black box data revealed unexplained pump reboots and reboots recorded after cs 087 and cs 052 alarms. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. There was moisture observed behind the display lens, however, no corrosion was found in the battery compartment. The returned battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications. A leak test revealed a display lens leak. The pump powered on with audible tone and vibration alarms, and a blank display screen. The complaint of no power was not duplicated. Further testing for the power issue was not able to be performed due to the blank display. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board and various internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.